Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. A promus element plus stent was implanted in the target lesion and an unspecified amount of time later, stent thrombosis occurred.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).